Event description:
It has been reported to philips that during an emergency procedure the live monitor went black. No harm to the patient has been reported. Philips has started the investigation of the complaint.

Event description:
Follow up: philips has investigated this complaint. Philips has confirmed that when the live monitor went black, the system was restarted but it did not solve the issue. The procedure was continued successfully by using the monitor in the control room to display the live image. This resulted in a delay in the procedure of approximately 10-20 minutes. A philips engineer inspected the system onsite and confirmed that the 19¿ live monitor failed. The monitor was replaced and the system was returned to use in good working order.